Event description:
It was alleged that the pump was going through the load sequence without the cartridge loaded on the pump. Customer stated they experienced an elevated blood glucose level above 500 mg/dl; although specific value was not provided. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.